Event description:
It was reported that during a ureteroscopy with laser litho procedure for kidney stones, at 28 minutes, 0.3 joules, 8 hertz and 24 watts; when the physician was lasering a 1.2cm stone in the lower pole, it was noticed an energy cavitation and the lasering stopped to remove the scope. Then, it was observed that 7 cm of the moses fiber was sitting in the mid pole and this broken fiber was retrieved using a basket. Once the fiber piece was removed, the physician evaluated the patient and noticed a small hole in the kidney wall. At this point, the procedure had to be aborted. After this procedure, the patient complained of a flank pain.

Manufacturer narrative:
The fiber or components were not returned for analysis. However, the media inspection of the photos provided at the complaint record shows the fiber broken in two pieces, confirming the fiber break allegation. A medical review analysis was performed, affirming that the pain in this case may be the result of perforation or from the procedure. Based on review of all information available and analysis results, the investigation did not identify any abnormality in manufacturing or design from the risk review. The conclusion codes of cause traced to component failure and known inherent risk of device use were assigned to this investigation. The adverse events of pain and perforation are considered known inherent risks of device use as stated in the instructions for use.

Event description:
It was reported that during a ureteroscopy with laser litho procedure for kidney stones, at 28 minutes, 0.3 joules, 8 hertz and 24 watts; when the physician was lasering a 1.2cm stone in the lower pole, it was noticed an energy cavitation and the lasering stopped to remove the scope. Then, it was observed that 7 cm of the moses fiber was sitting in the mid pole and this broken fiber was retrieved using a basket. Once the fiber piece was removed, the physician evaluated the patient and noticed a small hole in the kidney wall. At this point, the procedure had to be aborted. After this procedure, the patient complained of a flank pain.